Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged approximately six days post implant. The physician noted that the lead screw was fully extended with tissue attached to the end. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.